Event description:
Facility reported to smiths medical international that when the package was opened, the connection luer lock detached from the line. There was no pt injury or treatment associated with the event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.